Manufacturer narrative:
(B)(4) date sent to the FDA: 06/23/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article, the patient underwent an extraperitoneal laparoscopic radical prostatectomy procedure along with rhabdosphincter reconstruction on unknown date between 08/2010 and 09/2012 and the suture was used to perform running urethrovesical anastomosis using conventional van velthoven/running method. At the end of the anastomosis, a foley urethral catheter was passed into the bladder, and the bladder was filled with sterile saline solution while under direct visualization. Just before completion the operation, a jackson-pratt drain was routinely placed to the peri-anastomotic region. Following the procedure, the patient possibly experienced the postoperative drain leakage and urinary incontinence. The urine leakage was confirmed with using postoperative cystogram and the drainage was treated with prolonged foley urethral catheterization. It was also reported that the patient possibly experienced urinary retention due to bladder neck contracture at a mean follow-up of four months. Bladder neck contractures were treated using with cold knife incision. No further information is available.